Event description:
One point of scissors broke off and migrated to pt's metacarpal joint; the other point fractured but remained attached to the scissors. Attempts to retrieve the point were unsuccessful; per the surgeon, removal may be necessary in the future.